Event description:
It was reported that a suture placement of two proglide devices was attempted in the right common femoral artery using the preclose technique prior to an abdominal aortic aneurysm procedure (aaa). The arteriotomy was a 5fr and during the interventional procedure the sheath was upsized to an 14fr sheath. Reportedly, at the end of the procedure both device sutures pulled from the artery with a small piece of artery attached. Patient was transferred to operating room for open repair. The physician is reported to be in-training in the use of the proglide device. There was a reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Estimated, it was reported the patient was born in 1947. Weight - estimated, it was reported the patient was approximately (B)(6). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced is being filed under a separate medwatch MFR number.